Event description:
It was reported that pressure rated extension set disconnects after connected tightly to mating device .the event occurred in the cath lab. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "cath lab staff reports that bd max zero extension set, mz5309, the male end when fluid is pushed thru the line three affected lot #s (10) 19016654 (10) 18107100 (10) 19046567."

Manufacturer narrative:
Additional info: e.4;g.3.

Manufacturer narrative:
Additional information added to event.

Event description:
It was reported that pressure rated extension set disconnects after connected tightly to mating device .the event occurred in the cath lab. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "cath lab staff reports that bd max zero extension set, mz5309, the male end when fluid is pushed thru the line three affected lot #s (10) 19016654 (10) 18107100 (10) 19046567."

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that pressure rated extension set disconnects after connected tightly to mating device. The event occurred in the cath lab. Although requested, no further details were provided by the customer for this event.